Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error, where the patient line disconnected at the exit site and solution leaked on the floor due to a faulty connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during fill one of peritoneal dialysis therapy. The patient became disconnected from the patient line at the exit site as the patient wasn't connected properly. Some solution had spilled on the floor. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.